Event description:
It was reported that the catheter was broken. A ii, 6f guidezilla catheter guide extension was selected for use. During preparation, it was noted that the catheter broke upon removal from the hoop outside of the patient's body. The procedure was completed with a different device. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a 6f guidezilla guide extension catheter. Fluid was found in the hoop, specifically around the stuck strain relief area. Analysis of the tip, distal shaft, collar, hypotube and hoop was included microscopic and visual inspection. Inspection revealed a detachment of the hub/tab from the strain relief, with the strain relief observed to be jammed distally into the hoop. The hoop that the strain relief was jammed into had to be cut away in order to remove the guidezilla from the hoop. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that the catheter was broken. A ii, 6f guidezilla catheter guide extension was selected for use. During preparation, it was noted that the catheter broke upon removal from the hoop outside of the patient's body. The procedure was completed with a different device. No patient complications reported.